Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and pump shutdown. Pump time/date were found to be incorrect. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 180-185 mg/dl. Upon follow up, customer confirmed the reported issues did not reoccur after battery was fully charged.